Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient was not satisfied with their pain control offered by their ins and requested the battery to be removed. The patient had been reprogrammed by a rep, but the patient was still not satisfied with their pain relief. The lead was capped with two bumpy anchors in the event a battery would ever be implanted again. No further complications were reported. No additional patient symptoms were reported.